Manufacturer narrative:
This event occurred in (B)(6). Customer's calibration and qc data were requested but not provided. The observed differences in ft4 values generated with the roche assay, accuraseed assay, and architect assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys ft4 iii result for one patient from a cobas 8000 e 801 module serial number (B)(4). The customer reported out the initial result to a physician who asked for re-measurement of the sample. The customer performed repeat testing on an accuraseed analyzer. Also, the customer submitted the patient's sample for investigation and was tested on an architect analyzer and a cobas 8000 e 801 module. Refer to the attachment on the medwatch for all patient data.